Event description:
Event on (B)(6) 2010, involving one pt, and a 14 x 40 mm balloon catheter. The following info was gathered from a follow-up discussion with the acting physician on "(B)(6) 20": during the inflation of the device, excessive pulling force was applied, suspected to have caused damage to the device, resulting in slow deflation. No device separation had occurred. The physician was able to deflate the balloon with forceps and safely remove the device. No adverse event related to slow and incomplete deflation. This event was reported to the FDA by the facility (ref maude database report number (B)(4)). The product code "knq" listed on the maude database is incorrect. The correct product code for this device is "kti".

Manufacturer narrative:
The complaint device was returned for eval on (B)(6) 2010. Evaluation confirmed that the device was pulled under tension, compromising the bond between the proximal portion of the balloon and the outer shaft. No physical device separation had occurred. Based on the info available, it is believed that the device experienced excessive tension used to maintain the balloon position during dilation. This tension is suspected to have stretched the balloon shaft, disrupting the balloon's ability to properly deflate. Acclarent's IFU's warnings and precautions states, "never advance or retract the devices against resistance as this could cause tissue trauma or device damage." Acclarent will continue to update the file with any add'l info and provide subsequent reports if required.